Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was noted by the physician that the set screw would not "ratchet". The implantable pulse generator (ipg) was explanted and the procedure was completed with a different ipg. No patient complications have been reported as a result of this event.